Event description:
51 year old male suffered cardiac arrest. During code, cardiac defibrillator malfunctioned, showing error code 44. Machine regained power within a few secs. Pt was shocked three times. Pt expired unrelated to equipment malfunction.